Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 110 mg/dl. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 51 mg/dl. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified. Based on the analysis, the alleged bolus issue could not be verified.